Event description:
Medtronic received information, that a core valve transcatheter bioprosthetic valve was implanted into a failed trifecta valve. The failure mechanism of the trifecta was, due to possible torn leaflet. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).